Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implantation duration of about 127 months, oversensing without shocks was reported during a routine follow-up. The physician reportedly decided to schedule a lead revision. As of today biotronik has no further information whether the lead has been explanted or not. Should we receive more details, this report will be updated. No adverse patient side effects have been reported.